Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. The device was reported to need preventive maintenance and no deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-00744 and any reports associated with it.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer wanted to send in their unit for preventive maintenance.